Event description:
It was reported that a folfusor only infused 8% of the unknown cytotoxic drug. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed and verified the reported problem; the flow rate was found to be lower than the specification range of the product. The flow restrictor housing was then disassembled and the glass capillary was visually examined under a microscope. Micro air bubbles were identified inside of the lumen of the glass capillary, blocking the fluid pathway. The slow flow rate was determined to be due to the air bubbles; however, the cause of the air bubbles was unable to be determined. In order for further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.